Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown synex ii with unknown part and lot numbers. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - attachment: [com-(B)(4).literature ray 2013 - 09.17.2015.pdf].

Event description:
This report is being filed after the subsequent review of the following journal article: ray, w.z., krisht, k.m., dailey, a.t., and schmidt, m.h. (2013). Clinical outcomes of unstable thoracolumbar junction burst fractures: combined posterior short-segment correction followed by thoracoscopic corpectomy and fusion. Acta neurochir, vol 155, pages 1179-1186. This was retrospective review of a study performed between 2002 to 2009 with 32 patients who were treated for a burst fracture of the thoracolumbar junction, t10-l1. Patients had staged procedures for posterior and anterior fusions; posterior fixation done within 48 hours of admission, then treated with thoracoscopy anterior corpectomy and fusion. Posterior fixations performed using various manufacturer implants, including synthes synex and synex ii. Average age of patients were 41.3 years old (ranging 14-63) with most common type of injury being from mva or fall. Dates unknown: x-rays and CT scans done post-op and at follow up visit. Complications: patient 5, (B)(6) year old male in mva implanted with synex ii had incomplete fusion rate. This is report #1 of #3 for com- (B)(4). This report is for an unknown synex ii with an unknown part numbers, lot numbers and quantities. A copy of the literature article (or abstract) is being submitted with this medwatch.